Event description:
Complainant alleged that the clinicians were attempting to monitor a patient (age and gender unknown), but the device screen would intermittently display a flat line and a dotted ECG trace in all leads. The clinicians were able to obtain another device to monitor the patient. The complainant indicated that there were no adverse effects on the patient as a result of the reported malfunction.